Manufacturer narrative:
E1 initial reporter establishment name- (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a foreign object in the c handle, the forceps elevator lever cannot be removed due to a foreign object in the distal end. Based on the results of the investigation, it is likely the following led to the malfunction: however, a root cause could not be established. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had a sheath left inside forceps channel and cannot be removed. The issue was found during therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed resulting in a procedural delay with an olympus similar device. There were no reports of patient harm.